Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Added: d10, h6. Investigation summary : examination of the returned instrument found this instrument to be of the old design. The root cause is attributed to design. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. The instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. It was reported neck segment is loose on broach. The instrument associated with this report was not returned. A design change was implemented on (B)(6) 2017 via co (B)(4). The hole diameter and tolerance along with the pin diameter were changed for a more constrained fit to the broach. The lot number required to determine manufacturing age was not known. With no instrument returned and no more information, no root cause can be determined for this specific instrument. No further action required. Complaints will be monitored under post market surveillance (B)(4). Update: (B)(4) 2019. It was reported neck segment is loose on broach. Examination found this instrument to be of the old design. Depuy product development states due to tolerances, there is a possibility of a loose fit. A design change was implemented on (B)(6) 2017 via co (B)(4). The hole diameter and tolerance along with the pin diameter were changed for a more constrained fit to the broach. The returned instrument was manufactured before design change. Based on the investigation for this specific instrument, the need for corrective action is not indicated. Complaints will be monitored under post market surveillance (B)(4). Device history lot : null. Device history batch : null. Device history review : null.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Neck segment is loose on broach.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.